Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt had surgery in 2010 and the device had to be turned off. Afterwards it did not the same. It was also reported that the pt frequently had infections and the implantable neurostimulator (ins) was last checked in 2010. The pt had tried increasing the amplitude of the stimulation, but that did not help. It was reported that the pt felt pain I her leg, whether the ins was on or off. The pt felt lumpy and knotted where the system was implanted. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).